Event description:
It was reported that during a routine follow-up, the physician observed two episodes of noise and lead insulation issue was suspected. The patient was brought back in for a follow-up and this right ventricular (rv) lead exhibited oversensing noise while the patient performed several movements and isometric maneuvers. Additionally, the impedance measurement changed during the patient movements when in prone to supine and sitting position, however the measurements remain within normal range, impedance measurement was measuring from 485 ohms to 413 ohms and the shock impedance measurement was measuring from 73 ohms to 85 ohms. The patient experienced pacing inhibition but did not experience asystole. The plan is to continue monitoring this patient and possibly consider a lead revision in the future. No adverse patient affects were reported. This rv lead remains in-service.

Event description:
It was reported that during a routine follow-up, the physician observed two episodes of noise and lead insulation issue was suspected. The patient was brought back in for a follow-up and this right ventricular (rv) lead exhibited oversensing noise while the patient performed several movements and isometric maneuvers. Additionally, the impedance measurement changed during the patient movements when in prone to supine and sitting position, however the measurements remain within normal range, impedance measurement was measuring from 485 ohms to 413 ohms and the shock impedance measurement was measuring from 73 ohms to 85 ohms. The patient experienced pacing inhibition but did not experience asystole. The plan is to continue monitoring this patient and possibly consider a lead revision in the future. No adverse patient affects were reported. This rv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.